Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. During troubleshooting, no relevant damage or corrosion was noted. Upon insertion of a new battery, there was a black bar flashing across the screen. The display returned to normal when the customer inserted a new battery. A self test was performed. Customer was advised to monitor the insulin pump. Customer's blood glucose was 238 mg/dl. Nothing further reported.